Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing an electrode when the sensor was removed from the body. Customer's blood glucose was unknown at the time of incident. Customer was advised that the sensor would be replaced and agreed to return the product for analysis. No further details given.